Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during a bolus. The customer's blood glucose was 420 mg/dl. The customer has changed her sets many times and still continues to have high blood glucose levels. Troubleshooting was completed and the customer was advised to replace the entire set and revert to a back up plan. The reservoirs that the customer is currently using are expired. The insulin pump will not be returned for analysis, but the infusion set will be returned for analysis.